Manufacturer narrative:
(B)(4). The reported complaint for "blood in the balloon airway tube" is confirmed based on the customer provided photos with the complaint report. In the photos, blood was confirmed present within the iabc helium pathway. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It is reported "the pump stopped and an alarm went off. The ICU doctor noticed blood in the balloon airway tube. After removing the catheter, it was found that the catheter shaft had broken at the tip."additional information from pcf says" the catheter was removed and replaced, the second catheter was inserted into a different insertion site.no patient complications reported. Patient current condition is "fine".

Manufacturer narrative:
(B)(4).

Event description:
It is reported "the pump stopped and an alarm went off. The ICU doctor noticed blood in the balloon airway tube. After removing the catheter, it was found that the catheter shaft had broken at the tip."additional information from pcf says" the catheter was removed and replaced; the second catheter was inserted into a different insertion site. No patient complications reported. Patient current condition is "fine".